Manufacturer narrative:
Correction : section g date received by manufacturer. This report is submitted as a correction follow-up MDR to revise the previously reported date received by manufacturer, which was identified as inaccurate upon review. The corrected date is now reflected in this follow-up report. No other information has been changed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. As per part investigation, it was determined that there was thermal damage observed due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer failure (failure code: devicenotonbus) was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that hh cubie drawer 4.2 failed to open. No lights were present on ds206 & ds204 on pmc board. The root cause could not be determined. The fse replaced drawer controller, retractor band, pmc board & hard stop. The fse cleaned latch insep, and the drawer is now detected. The drawer was updated and assigned in the storage configuration. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151622-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. P/n 353684-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: passed the dmm and hta testing. P/n 151630-01: passed the dmm and hta testing. P/n 353684-01: passed the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of drawer failure (failure code: devicenotonbus) was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. As per part investigation, it was determined that there was thermal damage observed due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.